Event description:
It was reported that multiple intermittent occlusion alarms occurred, which resulted in the customer's blood glucose displaying "high" on multiple occasions, with specific values unknown. To address the high blood glucose, the customer administered correction injections via manual injections and did not require third-party assistance. The issue was resolved by changing the infusion set and cartridge, after which insulin use was resumed.